Event description:
It was reported that a malfunction occurred with alarm 2 followed by alarm 26, and an occlusion event earlier that day caused the customer's blood glucose level to exceed 500 mg/dl, reaching 470 mg/dl. The customer took corrective actions by giving a correction injection through multiple daily injections and a bolus and resumed normal activities after changing the infusion set and cartridge. Replacement supplies were sent to the customer for satisfaction, and no additional assistance was deemed necessary.